Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient brand name intellis; product ID 97745ac (serial: unknown); product type: 0001-accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they have been having issues charging the implant. Pt mentioned they cannot charge implant with aa batteries. Pt thinks the issue is with the battery pack or the ac power supply. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller does not power on. Ac power supply green light was on. Caller inserted the battery and saw controller in red and implant is 30% - controller was not recharging. Caller then stated that it will take them days to charge the implant and it would take forever especially to get to 100%. Caller stated they have to lie on the floor or a solid bed to get the excellent quality and sometimes it doesn't charge even on excellent. Caller added that they were charging every other day to keep up with the charge but now it just went dead and they can't get it to go or connect. Caller mentioned that they met with a manufacturer representative (rep) about this issue and the representative said everything was fine. Agent recommend to call back if replacement equipment does not resolve the issue. The issue was not resolved. A replacement controller, ac power supply, and battery were sent out. No symptoms were reported.

Manufacturer narrative:
H3: product ID 97745 lot#/serial# (B)(6) was returned for analysis and found the front case was damaged: the screw holes were stripped causing case separation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.